Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained tachycardia (nst) episodes. The clinician was unable to reproduce the oversensing via isometrics, however the rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. The analyst noted that the lead integrity alert (lia) was triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and short interval counts (sic). There are 204 short interval counts (sic) recorded beginning (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224drg implantable cardioverter defibrillator implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained tachycardia (nst) episodes. The clinician was unable to reproduce the oversensing via isometrics,however the rv lead was capped and replaced. No patient complications have been reported as a result of this event.